Manufacturer narrative:
Philips service replaced the lateral dvi-splitter and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that lateral monitor flickered with intermittent display failures on an allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.